Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons are hard to press. The customer's blood glucose level was unknown at the time of incident. The customer stated that insulin pump get rewind longer and insulin pump alarms are fainter. The insulin pump will not be returned for analysis.